Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a mean pressure gradient of 3mmhg on a patient with a pre-existing anterolateral papillary muscle rupture and pre-existing flail. A mitraclip xtw was inserted, and grasping was performed to stabilize the papillary muscle rupture. However, after two grasping attempts, the posterior gripper became entangled with the surrounding tissue in the left ventricle. Troubleshooting was performed to remove the clip, and after several attempts, the clip was able to be returned to the left atrium. Further testing of the clip was performed, and it was observed that the posterior gripper was unresponsive. Therefore, the clip was removed from the patient. While outside the patient, it was confirmed that the gripper line was no longer attached to the clip. A new mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to a grade of 2+, and a final mean pressure gradient of 7mmhg. In the physician¿s opinion, this was a good result, given the complexity of the valve. There were no adverse patient effects and no clinically significant delay in the procedure

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.